Event description:
The image is very poor. It is covering 50% of the screen with black lines.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, it was noted the image is very poor. It is covering 50% of the screen with black lines. The root cause of the failure is due to an internal probe failure. The site rite 8 probe was visually inspected upon receipt and was found to be in good physical condition. The device was discarded after evaluation due to being irreparable. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.